Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. Cause was not known. A correction bolus was delivered to address bg. Customer received third party assistance from the emergency room (ER) on (B)(6) 2022, who provided fluids and insulin. The customer was at the ER for four hours and was release on (B)(6) 2022 with no injury or permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.